Manufacturer narrative:
This report is submitted december 18, 2019. - attachment: [158308 device analysis report reg.pdf].

Manufacturer narrative:
This report is submitted on 06 november 2019.

Event description:
It was reported that the patient experienced infection and extrusion of the receiver-stimulator, subsequently the device was explanted (B)(6) 2019.